Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2020-sep-04. It was reported that the pump system was removed on (B)(6) 2020. It was clarified that the explant was due to the system getting infected. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for no n-malignant pain. The pump contained no drug. It was reported that the patient¿s wound did not heal from surgery. The patient was severely overweight and was very ill due to multiple comorbidities. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the patient has really poor health. No diagnostic tests were performed. The pump was explanted and would not be replaced in the future. The date of explant was requested but unknown. The pump would not be returned to the manufacturer as it was discarded by the customer. The issue was resolved as of 2020-aug-11. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was noted as having been requested but was unknown / would not be made available. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.